Event description:
The customer reported via phone call that he received a replacement pump yesterday and went to his health care professional. Customer thought they set up the new pump. Customer stated that he had been running high and bolusing all day. Customer was using his new pump because he thought the settings were correct, but the health care professional did not program the pump at all. Customer was advised to take a manual injection. Customer stated that he gave himself 25 units and had given 10 units prior to the call. Customer's blood glucose was over 600 mg/dl. Customer's blood glucose went down to 516 mg/dl. Customer was advised to follow up with a health care professional if the current settings need to be changed. Customer was advised to not rely on the bolus wizard because it was not set up. Customer was advised that he would have to do manual boluses.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.